Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the patient¿s elevated ldh could not conclusively be established through this evaluation. Also, analysis of the submitted log files confirmed low speed events; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, analysis of the submitted log files confirmed a low flow alarm; although a specific cause for this alarm could not conclusively be determined, the account believes that it may be related to patient blood pressure. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019 and from (B)(6) 2019 through (B)(6) 2019. The log files captured a transient low flow hazard alarm on (B)(6) 2019 when calculated flow dropped below the low flow threshold of 2.5 lpm for at least 10 seconds. The log files also captured two low speed advisory alarms on (B)(6) 2019 when pump speed briefly dropped as low as 5670 rpm while the patient was supported by the power module. Of note, the log files also captured 454 pi events which saturated the majority of the log file data. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file data and the pump appeared to be functioning as intended. The account communicated that the patient¿s ldh was trending up. A cause for the low flow alarms was not identified, but the account believes that they may have been related to blood pressure. The patient¿s ldh was trending down on (B)(6) 2019. The patient was reportedly asymptomatic and was sent home. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. The hmii lvas IFU also addresses pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document additionally outlines all system controller alarms, including low flow hazard and low speed advisory alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's ldh was trending up and the log file showed low flows and low speed alarms. The patient had multiple pi events as well. This appears to be suspect of a pump thrombus but it has not been confirmed.